Event description:
I had purchased a box of thermacare menstrual relief patches and received a serious burn to my midsection. I have used this product prior to this incident with no adverse reaction. I used the restroom several times during the day and had not experienced any noticeable heat difference or irritation. However, upon my return home, I noticed a terrible pain and after removing my pants found my midsection to be seriously burnt to the point of my skin peeling. I noticed thermacare is recalling one of their products but this is a different lot number. I am in terrible pain and do not feel like this product is safe for the public. Diagnosis or reason for use: menstrual cramps.